Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that patient was dissatisfied with the manufacturer. Scs caused him heart palpitations, and "other issues" but heart palpitations were the only thing he wanted to talk about. Pt says the heart palpitations started "a couple years ago and was discovered by an hcp, then they saw another dr and another in (B)(6) and another in (B)(6)". Pt says they know 7 people that have the same problem and declined to give their names. Pt says they don't want to tell their doctors name either "and I don't want to get them in trouble". Pt mentioned previous controller replacements and had to have 3 replacements in the past and thinks the controllers should be "pulled off the market". It did show a case where we replaced equipment (see (B)(4)). Pt says a "person that oversees all the reps from your company was in the office onetime and said they have never seen anything like it" and is referring to the controller. This might have been the mdt rep that called in the equipment problem in (B)(4). Pt was advised following up with hcp for further investigation as to how the mdt device caused his heart palpitations. Additional information was received: it was reported that the patient had a damaged nerve in their back as a result of the device.

Manufacturer narrative:
This report was updated due to information received in mw5111120. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the patient. It was reported that the patient had continuing health problems due to their implantable neurostimulator (ins). The ins was explanted and when the leads were being removed, their legs were shaking. They continued to experience tingling in the area of their spinal cord/lower back from the waist down. They continued to suffer from heart palpitations and their ins caused permanent damage to their body.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Pt said they still feel numbness and feel like the stimulator is still there from lower back down legs. Pt said spinal cord stimulator(scs) caused "other medical problems." Pt talked about retaining a lawyer.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Patient (pt) said the spinal cord stimulator(scs) had caused a lot of problems for them. Pt reiterated details of case. Pt said they could not have back surgery because of the scs. Pt said the scs should have been implanted "two tiers down" and they would not have had the problems with the heart. Pt said they had the previous scs implanted by dr. (B)(6) in (B)(6) and the other scs implanted by another hcp at (B)(6). Pt said the scs caused high blood pressure which the pt finally got under control. Pt said they almost died from scs and hcp saved them. Pt said they had the external controls replaced 2-3 times and the mdt rep. They spoke to said "they had never seen anything like this." Pt said issue with external controls occurred right in front of the mdt rep. Pt said they do not see dr. (B)(6) any longer. [For information regarding the patient's blood pressure issue see pe#(B)(4). For information regarding the patient's broken leads /replacement, see pe#(B)(4)].

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Pt reported he had his device and leads removed 1.5 months ago. Pt states since than he's had back numbness. Pt states now that the system has been taken out where this was installed has numbness and tingling all the way down back. Pt states he wants to know what we are going to do about this. Pt also mentioned he knows 4 other people who had the same issues with the heart palpations from scs device, pss asked for names, dates and hcp however pt states he doesn't have permission to do so. Pt states since the device was removed he does indeed have heart issues now. Pt states the angiogram showed damage to the heart. The patient was redirected to their healthcare provider to further address the issue. Pss directed to hcp. See crts/case # (B)(4) for the report of pt called about issues in the past and the reportable issue. Pt states we should be ashamed of ourselves and the people who made the product. Pt states he wants to know if we are going to take this off the market or what we are going to do. Pt states he wants to know whether he will call the cdc or what but he is not finished here.

Event description:
Additional information received from the patient. It was reported that the patient had an ins in their back and they had all kinds of problems. First, it was causing heart palpitations. When they went to take it out, the patient went into cardiac arrest and it caused nerve damage from the waist down.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the patient. The patient reported the manufacturer's devices didn't work, and that the company "destroyed my life."